Event description:
The customer reported that the device would no longer open while on tissue. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage or loss and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.